Event description:
Cook (B)(4) reported for the customer, "the device was explanted and it was discovered that the catheter was leaking." Complaint reporting form: patient sometimes complained problems during chemo therapy, but no control x-ray to clear this had been made. Explanation due to finished therapy showed the catheter leaking next to the connection to the post chamber. No section of this device remained in the patient. No additional procedures were performed. No adverse effects on the patient were reported.

Manufacturer narrative:
Conclusion: the surface characteristics of the fracture area are typical of fatigue fracture from repeated contact with a rigid surface. Engineering reported, "a mini port body, catheter lock with attached locking sleeve and silicone catheter (approximately 50cm) were returned. Visual inspection revealed that no suture holes were used. Also a break in the catheter found approximately 1.5cm from the proximal end of the port. The surface area of the break location was burnished. The o.d. Of the catheter was not burnished." Engineering stated, "the surface characteristics of the fracture area are typical of fatigue fracture from repeated contact with a rigid surface." None. (B)(4).